Manufacturer narrative:
Investigation: visual inspection: during the visual inspection, particles in the delivery liquid, a depressed housing membrane which did not flap back, and tissue and blood deposits at the inlet of the progav 2.0 could be detected. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over -drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating not within the accepted tolerance in the horizontal position. The shuntassistant 2.0 is operating within the specified tolerances in the vertical position. An accelerated outflow of the progav 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection after dismantling of the valves, deposits were found in both valves. Results: based on our examination results, we can determine accelerated outflow and non-adjustability at the progav 2.0 valve. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem(part # fx642t) was implanted during a procedure performed in (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in overdrainage and difficult to adjust. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 17 months. Height: 77 centimeters (cm). Weight: 10.10 kilograms (kg). Gender: male.